Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The initial reported event was a device malfunction, however, after inspection, the device was conforming to specification. Complaint sample was evaluated and the reported event was not confirmed. Review of the packaging seal found it to be conforming to acceptance criteria. DHR was reviewed and no discrepancies relevant to the reported event were found. The device analysis indicated that the device met specification. After the evaluation found the product to be conforming, this event is considered to be non-reportable. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Packaging was received and evaluated.

Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Expected, not yet received.

Event description:
It was reported during incoming inspection at the warehouse, it was discovered that the packaging seal was peeling off. There was no patient involvement.